Event description:
It was reported that pump displayed temperature alarm 10, and pump was not exposed to extreme temperatures, was not charging at the time, and customer was unable to clear alarm or resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions to place pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.